Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported that a confirmed motor stall was noted in event logs with no motor stall recovery recorded. The pump logs showed a stall on (B)(6) 2014 and a ¿stopped pump period may exceed tube set¿ message on (B)(6) 2014, and there was no recovery as of the date of the report. The patient started having withdrawal-type symptoms on tuesday but it was not known specifically what those were. The patient went to the emergency room because of the symptoms. The pump was replaced on (B)(6) 2014 and no catheter issues were noted during the procedure. The drug from the old pump was transferred to the new pump (dilaudid 30 mg/ml) and started at a rate of 3.5 mg/day. The patient was admitted for overnight monitoring to see if withdrawal symptoms resolved. The pump was used to infuse dilaudid (hydromorphone). The patient outcome was not reported. Additional information was requested but not yet received. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the pump identified motor gear train anomalies. There was corrosion, wear, and lubrication as well as a stall due to shaft-bearing.